Event description:
Related manufacturer reference number: 2017865-2023-93274. It was reported the patient presented for pre-discharge checks. Upon interrogation, it was discovered the atrial and ventricular leadless pacemakers (lp) had poor implant to implant (i2i) communication that resulted in ventricular pacing which caused a sensation in the patient's throat and chest area. Programming changes were implemented. The patient was in stable condition.